Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was making a constant tone. Customer attempted to change batteries numerous times and attempted to clear alarm by pressing esc and act, but alarm persisted. Customer's blood glucose was 169 mg/dl. Customer was advised that insulinp pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored and no unexpected low battery alert, audio or beep alert alarms, or constant audio tone occurred during testing. No cosmetic damage noted during physical inspection.